Event description:
It was reported that this event occurred in the operating room. The day before the operation, the catheter was placed by a nurse. Once the catheter was in place, x-ray was done in order to confirm that the catheter was in the correct place and realized that the catheter was not correctly placed. The nurse repositioned the catheter an x-ray was not done to confirm that the catheter was in place correctly and it was used to infuse. The next day, during the anesthetic administration the doctor realized that the catheter was not correctly placed because the anesthetic was not infused. When the patient was asleep the physicians tried to remove the catheter, but it was impossible. Another x-ray was done and it was confirmed that the catheter had a knot. The vascular surgeon carried out venostomy to remove the catheter. There was a delay reported, however, there was no harm to the patient as a result of the delay. There were no reported complications or death. Surgical intervention was necessary in order to remove the catheter from the patient's right upper extremity.

Manufacturer narrative:
(B)(4). The device will not be returned.